Event description:
It was reported that the ECG machine has one cable coming out of it which then goes to a central hub which then divides out to the appropriate ECG leads. This hub has two parts that connect the wires to the limb leads. These can be disconnected. Allegedly, these have been disconnected and placed back in the wrong slot. This has then caused limb lead reversal in the ECG. Two ecgs were found that have shown inverted t waves. No pt injury was reported.

Manufacturer narrative:
Under another country's pt laws and regulation, pt info is considered strictly confidential and will not be disclosed by the hosp. The event occurred since the user plugged lead wires into incorrect sockets of the pt acquisition module. Steps are being taken to prevent misuse of the leadwires, by including a warning statement in the instructions for use for future leadwires. This warning statement is already present in all of the mac user manuals. The following warning statement is displayed in manuals: "caution. Trace each individual leadwire from its colored ID'ed connector back to the acquisition module label to insure that it is matched to the correct label location. Improper connection will cause inaccuracies in the ECG."